Event description:
Had mentor silicone breast implants placed in (B)(6) 2007. Within a year started having serious gastrointestinal issues. Stomach distending was main issue. Saw 9 doctors and couldn¿t find a reason. In 2013 I began losing my hair at a fast rate. I¿ve lost 2/3 of it. I have severe anxiety, constant swollen lymph nodes in my neck, fatigue, depression, memory loss, severe brain fog, heart palpitations, muscle pain, joint pain, intense sharp burning pain in both my breasts, numbness in my fingers, and food intolerances. All of these symptoms are getting progressively worse. I feel sick all the time and have many days I am unable to leave my house.